Event description:
It was reported that during procedure once the patient was intubated, the anesthesiologist noticed that the tube was leaking, checked and verified that it was broken. No broken pieces of the reported product remain inside the patient's body. There was no injury to patient. On follow-up it was reported that the sleeve and tubing checked prior to use to ensure proper operation and it worked. The anesthesiologist noticed the issue after intubation and airway was established. The patient was no re-positioned. Cuff pressure not quantitatively monitored. There was only usual difficulty of the contact tube. Air was used to inflate the cuff. Bite block not used to secure the tube. Extubate the patient and used a new tube.

Manufacturer narrative:
Analysis of product 8229507 of lot number 0224811082 found that visually, device was returned in used condition. There was a biological contamination on the device. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.2 ohms, red (with clear tube) 3.3 ohms, blue 3.4 ohms and blue (with clear tube) 3.4 ohms which is within specifications. Functionally, used syringe to inflate and deflate cuff at 20cc and performed leak test by submerging the cuff under the water. There was a cuff leakage during the test which confirmed the complaint. For additional testing, the tube was connected to nim system for electrode and functionality test which showed no reading issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. Concomitant medical products: medical safety review states that the physician confirmed that the device functioned as intended when testing it prior to intubation; therefore, it is most likely that something came in contact with the cuff during intubation that caused a puncture of the cuff causing it to leak. The event and its severity are known and labeled per IFU m726750c793 a, which states the following: do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.